Manufacturer narrative:
Additional information (09-nov-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the discordant false negative dimension sars-cov-2 total antibody (cv2t) patient sample result. Hsc reviewed the instrument data logs and the information provided by the customer. Quality control processed prior to the sample testing was within laboratory acceptance range. There were no reports of any other discordant patient sample results. This was an isolated event. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00294 was filed 25-oct-2021. Although there is no potential for serious injury in this case, an MDR was reported to the FDA as a requirement of the emergency use authorization (eua).

Manufacturer narrative:
A united states customer contacted the siemens customer care center to report a discordant negative dimension sars-cov-2 total antibody (cv2t) patient sample result obtained on a dimension exl 200. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens is investigating the event.

Event description:
A discordant negative dimension sars-cov-2 total antibody (cv2t) patient sample result was obtained on a dimension exl 200 system. The result was not reported to the physician(s). The same patient sample was reprocessed on the same system the next day and a positive result, considered correct, was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant dimension cv2t patient sample result that was not reported to the physician(s).